Event description:
It was reported that during an unknown procedure, the stapler didn't fire/didn't work. The surgeon had to open the patient and give a loop ileostomy. Surgery was prolonged two hours.

Manufacturer narrative:
Information is unavailable; device was not returned for eval.